Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a malfunction alarm occurred. Customer's blood glucose was 82 mg/dl. Customer reverted to alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the customer performed a pump reset and cleared the alarm.